Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an emergency video-assisted thoracic surgery, the lung parenchyma was not thick, but the staples on the tip side did not come out as the firing stopped halfway through. The issue occurred on two reloads. The jaws locked on tissue but able to be removed normally. A new reload was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigtrsb60axt 60mm xtr thk reinforced rel (lot#: n2j0596y); unknown endo gi, unknown endo gia instrument (lot#: unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was partially fired and the interlock was engaged. The sled and staples were visible at the 4cm cut line and the jaw of the reload was open. Staple pushers were visible at the 5cm cut line and the proximal sutures were cut properly. The distal sutures were returned intact. The reinforcement materials were cut at the 3cm cut line. It was reported that there was partial firing. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during emergency respiratory surgery, the lung parenchyma was not thick, but the staples on the tip side did not come out as the firing stopped halfway through. This issue occurred on two reloads.